Event description:
It was reported that in-stent thrombosis occurred post stent assisted coiling for re-embolization of a middle cerebral artery (mca). Pta was performed and recanalization was achieved. The flow diverter was implanted in the m1 segment of the mca. Angiography revealed thrombus in the proximal part of the flow diverter. A microwire was inserted into the flow diverter to perform percutaneous transluminal angioplasty (pta); however, it caught on a branch and one of the flow diverters' flares was observed to "turn over". Recanalization was achieved after pta was performed. Continuous intravenous heparin infusion was started after the procedure. Cerebellar hemorrhage was diagnosed by MRI the next day and heparin was then discontinued. Temporary impairment of consciousness, dysarthria, and ataxic symptoms were observed. The patient has been improving with rehabilitation. The MRI also showed scattered micro cerebral infarcts in the cortex; however, they did not develop symptoms. The patient was discharged from the hospital on (B)(6) 2022. The patient was able to stand and walk independently with only slight ataxia of the right upper and lower limbs remaining.

Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The physical device was not available and not evaluated as part of this investigation. Without the return and physical evaluation of the device, the investigation is unable to determine if a condition existed that would have caused or contributed to the reported event. Multiple radiographic images were provided and reviewed in place of a physical device. Comments regarding the provided images are as follows: subtracted dsa in two projections (ap + lat) shows a large coiled mid left m1 lenticulostriate aneurysm with a wide neck. Distal parent artery m1 measurements are 2.34 and 2.42 mm. The distal ica measurements are 3.62 and 3.57 mm. Then, unsubtracted dsas show a microcatheter in the aneurysm and a fred spanning from distal m1 to distal ica. The distal markers look open. The proximal markers cannot be seen and the apposition cannot be evaluated as a result. Subtracted dsas show a beaked appearance of the proximal inner layer with clot formation and severely decreased flow through the stent. Then unsubtracted still images without contrast show a microguidewire through the stent and distal to it with a microcatheter proximal to the stent. One of the proximal markers has been displaced into the origin of the a1 segment while the other three are in the distal ica. Subtracted dsa images of the same show the same beaked appearance of the proximal braid with clot, but improved flow through the stent. Cone beam CT images confirm the fish mouthing of the proximal braid causing severe stenosis, with adherent clot. Finally, a subtracted dsa ap and lateral,labeled 5/17 follow up, show resolution of the clot and normal flow through the stent. It cannot be determine if the fishmouthing/beaking of the inner braid is present or not from this image. The cause for the proximal braid fish mouthing is not evident on the images. The instructions for use (IFU) identifies stent thrombosis as a potential complication associated with use of the device.